Event description:
During a coronary drug eluting stenting treatment procedure, a perforation occurred. The 70% stenosed lesion was located in the non calcified proximal right coronary artery (rca). The target lesion was direct stented with a taxus express2 3.5x32mm drug eluting stent. The patient was "uncomfortable" during the stenting. The physician found a perforation at the mid rca. It is unclear if and how the perforation was treated. It was also noted that the patient returned to the "normal ward" and was expected to discharge from the hospital the following week. No further patient complications were reported.